Event description:
Patient admitted (B)(6) 2022 with lvad alarms including low battery, call hospital, low flow and low voltage with device stopped for up to 9 minutes. Pt with known driveline damage, self repaired with electrical tape, now alarming even on ungrounded power cord. Data sent to hm technicians for evaluation. X-ray without evidence of driveline fracture. On (B)(6) 2022 external driveline exchanged via splice from controller to within 2.5 inches from abdomen. On (B)(6) vad alarmed low flow, cable noted to be bent and straightened with cessation of explanation for alarms. On (B)(6) controller changed. Pt now with low flow and pump stop alarms. No clinic evidence of thrombus noted. On (B)(6) hm2 exchanged for hm3. Thrombus noted in outflow and within the pump.